Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 250mg/dl. The mother stated that she does not have the insulin pump with her to troubleshoot. It was stated that carelink report shows some strange time changes. It was stated that the customer was not comfortable and the caller requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.